Event description:
Pt study report is intermittently exported to the wrong pt within his. Report was created in impax cv reporting and converted into adobe acrobat pdf versions, (via a 3rd party tool called (B)(4)) for presentation in impax cv reporting and the hospital's info system (his). After the report of the report to the his, the report of pt a (demographics and findings of pt a) was sometimes assigned to a different pt b. In this event, a pt received the report of another pt. The root cause of this event is currently unk, as investigation continues to address the issue. The site's rn and senior system analyst in clinical applications stated there has been no impact on pt care due to this event. Supplemental reporting will be submitted once root cause and corrective action is determined.

Manufacturer narrative:
After the report of the pt study report to the his, the report of pt a (demographics and findings of pt a) was sometimes assigned to a different pt b. In this event, a pt received the report of another pt. The root cause of this event is currently unk, as investigation continues to address the issue. The site's rn and senior analyst in clinical applications stated there had been no impact on pt care due to this event. Supplemental report will be submitted once root cause and corrective action is determined.